Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the device was received and evaluated at the service center. The reported complaint about the display issues of the device has been confirmed. It was found that the camera head did not work. The device was deemed not repairable and was replaced with a new one. Given the information provided we cannot discern a definitive root cause for the reported failure. No non-conformances were identified for this part number, lot number combination per qlik query executed on 7/24/2019. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during a laparoscopy appendix surgery the tck 1 hd camera head stopped relaying the image or video on to the attached monitor. It turned into a multicolor stripped screen. Additional information received from the affiliate reported a surgical delay of 5 minutes and the need to convert the procedure from an arthroscopic to open procedure. The affiliate reported there were no known patient or user harm and the procedure was completed by converting to an open procedure. It was also reported there were no alternative products available at the time.